Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, they tried to load cartridge and it would not lock and then it jammed on stapler. It was also noted that the surgeon was able to press the green button but was not able to squeeze the handle, it did not fire at all. They opened a new stapler and cartridge. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the device could not be loaded onto the stapler. It was also noted that the surgeon was able to press the green button but was not able to squeeze the handle because they were not able to load the reload correctly and therefore the stapler could not be fired. They opened a new stapler and cartridge. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was received with a full complement of staples. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the device could not be loaded onto the stapler. It was also noted that the surgeon was not able to press the green button but was not able to squeeze the handle because they were not able to load the cartridge correctly and therefore the stapler could not be fired. They opened a new stapler and cartridge. There was no patient injury.

Manufacturer narrative:
Event was notified to the manufacturer on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.